Manufacturer narrative:
Incident report #(B)(4) recived from the factory in germany. The investigation is pending.

Event description:
It was reported that a broke led glass shield of the c-mac video laryngoscope. It was discovered during cleaning that the device was used for intubation. There was concern that there was potentially dislodgment during intubation attempt, as the ota confirmed that the glass shield was intact before intubation. It was unable to identify and retrieve the piece of broken glass with suction.

Manufacturer narrative:
The device shows strong signs of use, which go beyond normal wear and tear. The led glass shield is damaged. A "large" shard, which roughly corresponds to the size of the "hole" in the flat glass, is still in the device. The suspected cause of the error is improper handling / mechanical damage.

Event description:
Internal karl storz reference number: (B)(4).